Manufacturer narrative:
Reference MDR 2183870-2008-00194 for the other protege everflex stent and MDR 2183870-2008-00196 for the primus stent used in this procedure.

Event description:
Sfa stenting-patient enrolled in prospero trial in another country: severe dissection during procedure reported. Issue resolved without permanent injury.